Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient noted pain and bleeding while wearing the pod on the abdomen. When removed from the infusion site, the pod's cannula was found detached from the pod and remained in the patient's skin. The patient reportedly removed the cannula from the skin with tweezers and applied a new pod. No medical assistance was required.